Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6).

Event description:
The complaint/event involved a chemosafelock connecter that reportedly became disconnected while in use. There was no reported impact to the patient or clinician as a result of the event.

Manufacturer narrative:
The complaint of disconnection / loose connection on item kl-msu3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot number was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Updated information in d9. Additional information in b5.

Event description:
Additional information from terumo kofu factory-quality assurance section through email 15-may-2025 stated "based on the sample evaluation, we were not able to identify any irregular physical properties suggesting that the reported issue originated from our manufacturing process. Hence, we determined not to request any investigation".